Manufacturer narrative:
On 26 april 2022, senseonics was made aware that the sensor was successfully removed on the second attempt no further investigation is required.

Event description:
On 18 april 2022, senseonics was made aware of an adverse event where the physician was unable to remove the sensor from the users arm.